Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the median angle light scatter (mals) sensor; however, the problem remained. He replaced the flowcell, which fixed the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported reticulocyte (retic) background values were out of range on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.